Event description:
The initial implant occurred in 2000. 2004 - a type I endoleak and migration of the device was noted. A re-intervention was done to place three aortic extenders resulting in a slight reduction in the endoleak. The physician decided to continue to monitor the patient. 11/2004 - at a follow up visit, the physician noted aneurysm enlargement, cuff migration, and a persistent type I endoleak into the aneurysm sac. On the 3rd day - the physician attempted an open surgical conversion but halted due to worsening co morbid conditions. 3 days later - the physician was able to convert the patient to an open repair whereas the previously place grafts were explanted and the aneurysm was successfully repaird using a hemashield graft. Although the patient was in critical condition, she eventually recovered and was sent home.